Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure following an attempt to remove the complete system, resistance was met and guide wire tip separation was noted. The separated portion was retrieved with a snare device. Reportedly no patient injury occurred.